Event description:
It was reported that while in the cath lab, the md inserted the sheath. The intra-aortic balloon (iab) catheter was going to be inserted, however, the membrane began to unwrap. Due to the unwrapping, the iab could not be inserted through the sheath. As a result, another iab was opened and used without complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.